Manufacturer narrative:
Date of event: unknown, not provided. The exact date of when the reported refractive error was observed was not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model aab00, +19.5 diopter) was explanted in a secondary surgical procedure from the right eye of a male patient because of a post-operative refractive error. Reportedly another lens, same model higher diopter (+21.0) was implanted as a replacement. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/25/2017. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, probably to make the removal possible. However, only one part of the lens was returned. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.